Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot recognize test belt) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was detached from the monitor case, damaging internal wires. The cause for the incoming test failure is the damaged receptacle and wires. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned a monitor indicating that it would not communicate with a test belt.